Event description:
The patient stated she has been receiving 04 (occlusion) alarms for the past 2 days during boluses after 1-3 units have been delivered and yesterday her blood glucose read "hi" on her blood glucose meter. She stated she gave herself boluses via injection to bring her blood glucose down. Her symptoms of high blood glucose were nausea and dry mouth. She stated she has changed all of her accessories but the occlusion repeats. She was advised to disconnect from her infusion site and to bolus 5 units. The infusion device gave an occlusion after 4.6 units. She was then instructed to remove her infusion tubing from her infusion device and to bolus. The infusion device completed the bolus successfully. The patient stated that her insulin was a little cloudy but she was confident that it was fresh. Follow up attempts were made to contact the customer concerning her blood glucose but were unsuccessful. The patient did not report assistance by a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.